Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additional field information indicated that ablations were performed with an rf power up to 35w. The arten600294865 (ver. A) tacticath contact force ablation catheter, sensor enabled instructions for use warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and "it is important to carefully titrate rf power. Too high rf power during ablation may lead to perforation caused by steam pop." In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received and due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the atrial flutter procedure, while the physician was burning the cti line using a tacticath se fj ablation catheter a steam pop was heard followed by an effusion.